Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found that the reported phenomenon was caused by the cr board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, b30 which indicates there is the communication problem between the subject device and the endoscope was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of olympus service operation repair center (sorc), omsc presumed that the error 30 occurred due to the cr board failure of the subject device. Since there was no description about the cause of the cr board failure on the sorc evaluation report, it could not be determined the cause of the cr board failure. If additional information becomes available, this report will be supplemented.